Event description:
I was informed that my phillips dream station had a problem "on june 14, 2021 philips issued a recall notification for specific philips bi-level positive airway pressure (bi-level pap), continuous positive airway pressure (CPAP), and mechanical ventilator devices." I went to their website to register my product. I received a notice of my registration. "Confirmation number is please notate your confirmation number: (B)(4)", serial number sn(B)(4)". Eight months later I have heard zip, zero, nothing from them. I called philips at the number on their website today ((B)(6) 2022) and was told that I should continue to wait. I have had to continue using it with some modifications that my doctor reviewed and approved (special filter). I would like to have it resolved if they will replace my machine or not. Or even a simple decision that my model and serial number is ok to continue to use. FDA safety report ID # (B)(4).